Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient¿s ins was over discharged. It was unknown if any factors contributed to the issue. The rep attempted to read the battery and they were unable to interrogate the device. It was reported that the office was looking into replacing their battery. The issue was not resolved at the time of the event. No further complications were reported/anticipated.